Event description:
It was reported that the bd connecta¿ stopcock experienced device damage/deformation/cracking which was noted prior to use. The following information was provided by the initial reporter: during the trial period, check the interface has cracks.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9030816. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock experienced device damage/deformation/cracking which was noted prior to use. The following information was provided by the initial reporter: during the trial period, check the interface has cracks.